Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 224 mg/dl, went up to 475 mg/dl and up over 600 mg/dl not registering through meter, treated with insulin pump and blood glucose did go down to 514 mg/dl. Customer states the cannula was bent. Customer states the infusion set was leak. Customer declined to do troubleshooting for blood glucose. The insulin pump will not be returned for analysis.